Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported to the rep that whilst the surgeon was using the screw driver to gain compression on the locking screw to the metaglene base plate two teeth of the driver snapped off. The teeth that broke off were retrieved and disposed of. No delay or adverse event.

Manufacturer narrative:
(B)(4). This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
He complaint description states that when using the screw driver to gain compression on the locking screw to the metaglene base plate two teeth of the driver snapped off. The device associated to the complaint was returned for analysis. The visual analysis of the returned product shows a wear having for origin the use, and a broken tip. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, no other similar complaint was reported for the affected product code and lot combination. Regarding the locking screwdriver, previous investigations identified a trend for the teeth breaking. A quality review board meeting was conducted in july 2013 and identified a potential harm; documented in dva-108162-qrb. Mdd CAPA-(B)(4) was initiated in 2013 to determine root cause and corrective actions. The root cause was determined to be inadequate design for unintended off-axis use. A redesign of the delta extend screwdriver guide is ongoing to ensure that the screws are captured properly and torqued "on-axis," thus preventing overloading of the teeth in the screwdriver, which could result in the fracturing of the teeth as seen in the initial complaints. Based on the information received and the investigation performed, the root cause of the incident is related to product design. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Delta reverse shoulder replacement. It was reported to the rep that whilst the surgeon was using the screw driver to gain compression on the locking screw to the metaglene base plate two teeth of the driver snapped off. The teeth that broke off were retrieved and disposed of. No delay or adverse event. Discarded = no return to manufacturer unless local engineering assessment indicates return is required.